Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient reported that the handset of the pump was providing much slower response than to his old handset. Patient was informed that patient/technical services was already out of their business hours. Patient agreed to call the department some other time. Additional information was received from the patient reporting that the patient stated since ever since they had the pump replaced and got the new handset, they had been having to wait a really long time when trying to connect to the pump and then again when requesting the bolus. Patient stated the handset lags at 90%. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect with no lag time. Patient will call back if they need further assistance. While on the call patient mentioned the doctor said they had other patient's having the same issue. While on the call patient stated the time/date on the handset were incorrect. Agent assisted patient adjusting time/date. Patient confirmed pump time was current time. While on the call patient turned off the communicator while it was still needed and reported seeing service code 156. Agent reviewed general use of the handset/co mmunicator and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.